Event description:
The surgeon inserted a total of six urs pedicle screws from l4-s1, one at each level on either side of the patient. He inserted a rod on each side and locked down the outer part of all six locking caps with the urs locking cap driver attached to a 10 mm torque limiting handle on forward ratchet and with the recommended urs counter torque. The surgeon then proceeded to lock the inner part of the locking caps with urs screwdriver shaft attached to a 10 mm torque limiting handle and urs sleeve for screwdriver on forward ratchet with the recommended urs counter torque. He did this successfully for all three cap on the patients left hand side. He then locked down the cap on the patients right at s1, however, when he was doing final tightening of the inner part of the locking cap at l5 on the right, the urs screwdriver shaft completely snapped between where it attached to the handle and the top part of the gold sleeve. This caused one of the tabs on the right hand screw at l5 to break off. They were able to lock down the screws at l5 and l4 on the patients right hand side with the second screwdriver shaft on the set. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. Screwdriver shaft broke off. The present screwdriver was analyzed for conformance to print specifications and dhrs were researched. No abnormal findings were identified. The fractured surface is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the information provided we are not able to determine the exact cause of this occurrence. There are various reasons for such a breakage. Torque limiter possibly out of range, tremendous applied mechanical lateral stress, not inserting the tip completely into the recess of the counterpart, fatigue factor over the years or a combination of these causes can lead to such a breakage. No product or material condition was found.